Manufacturer narrative:
This case was created to capture unknown event dates reported in the parent case listed in h10.

Event description:
It was reported that the ilet¿s sleep/wake button became intermittently unresponsive about every other day and that the display showed pixel degradation, after which the button performance worsened. Symptoms included difficulty interacting with the device due to a nonresponsive button and a degraded screen. Outcomes included replacement of the ilet and user education on device management and report syncing. Investigation included remote triage and verification of the user¿s ability to use backup therapy. Investigation of this case revealed a hardware malfunction involving the button and display consistent with a screen failure and user interface control issue. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure.